Manufacturer narrative:
Please note the intervention performed on (B)(6)2017 was previously reported under medwatch #2017233-2017-00090. Additional devices involved in this event: pxt281416/04960793, pxc181200/04863646, ceb231210b/13952962. Udis of the lots: pxa280300/04275045 ¿ (B)(4). Pxt281416/04960793 ¿ (B)(4). Pxc181200/04863646 ¿ (B)(4). Ceb231210b/13952962 - (B)(4). Concomitant patient medications: - allopurinol, atorvastatin, ibersartan, aspirin, glimepiride, acetylcysteine. The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. The cause of the proximal type I endoleak is reportedly unknown.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm whereby three gore® excluder® aaa endoprostheses were implanted. The patient was reportedly lost to follow up after implant. On (B)(6) 2017, a gore® excluder® iliac branch endoprosthesis and gore® viabahn® vbx balloon expandable endoprosthesis were implanted for treatment of a distal type I endoleak. Around (B)(6) 2017, follow up ultrasound showed no evidence of endoleak, with the aneurysm measuring 10 cm. On (B)(6) 2017, a non-contrast CT scan showed aneurysm enlargement to 15 cm, with evidence of a possible contained rupture or infection. On (B)(6) 2017, an axillary bifemoral surgical graft was implanted as the first part of a staged procedure. On (B)(6) 2017, an additional procedure was performed whereby all gore devices were explanted. It was reportedly determined the aneurysm enlargement was caused by a proximal type I endoleak. There was reportedly no evidence of infection or rupture. It was reported the cause of the endoleak is unknown as a CT scan (date unknown) indicated the devices were situated directly up to the renal arteries. The patient tolerated the procedure.